Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Updated information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that they received emergency medical service due to low blood glucose on (B)(6) 2020 with blood glucose below 20 mg/dl. The customer was treated with glucagon shots. The customer was unconscious. The customer also received emergency medical service for a low on (B)(6) 2020. The customer stopped using the transmitter since (B)(6) 2020 because they started getting calibration issues and repeated blood glucose requests. So, auto mode was not used. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl. The customer stated emergency medical service was dispatched as a result of low blood glucose. The customer was treated with glucagon shots. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer was unconscious. The customer was also hospitalized on (B)(6) 2020. The insulin pump will not be returned for analysis.